Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant the patient was tested by the device clinic. During device check, it was noted that the right ventricular lead exhibited loss of capture. The physician suspected that the lead perforated the right ventricle. The lead was explanted and replaced and the perforation was closed. The patient was in stable condition.